Event description:
The olympus, model cv-190, evis exera iii video system center, was returned to olympus with no problem reported. Upon inspection and testing of the returned device, it was determined the front panel switches did not function. This report is submitted due to the front panel switches failure.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the front panel switches did not function due to a printed circuit board failure. In addition, the evaluation found a dent to the rear panel. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to correct the date received by manufacturer field, g3, in the initial report. The initial report date received by manufacturer (field g3), is may 25, 2022.